Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration secondary to an infection at the abutment site. It is unknown what treatment was administered for the infection. It is unknown if there are plans to re-implant the patient with another device.